Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly; the words were missing from the third line down. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the device was neither dropped nor bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with minor scratched display window, cracked battery tube threads and partially broken off reservoir tube lip.